Manufacturer narrative:
This is the first of 2 reports. Subject device remains implanted.

Event description:
It was reported that during stent-assisted coil embolization of an irregular wide-necked aneurysm located on the left ica (internal carotid artery) supraclinoidal segment, the physician first placed a non-stryker microcatheter into the lumen of the aneurysm, deployed a non-stryker stent, and then embolized the aneursym with coils. After placement of the first coil (subject device), the aneurysm was found ruptured. The operator continued to fill the aneurysm and the procedure was completed successfully. According to the physician, the aneurysm rupture was related to the procedure and the aneurysm of double leaf itself had a history of rupture.

Event description:
It was reported that during stent-assisted coil embolization of an irregular wide-necked aneurysm located on the left ica (internal carotid artery) supraclinoidal segment, the physician first placed a non-stryker microcatheter into the lumen of the aneurysm, deployed a non-stryker stent, and then embolized the aneursym with coils. After placement of the first coil (subject device), the aneurysm was found ruptured. The operator continued to fill the aneurysm and the procedure was completed successfully. According to the physician, the aneurysm rupture was related to the procedure and the aneurysm of double leaf itself had a history of rupture.

Manufacturer narrative:
Catalog #: updated, lot/serial no: updated, expiration date: updated, manufacturing date: updated, the device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, aneurysm burst is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.